Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after achilles repair, the sutures used in the repair failed to dissolve resulting in a post operative infection that required intervention from wound as well as antibiotic therapy and external operation.